Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00040.

Event description:
It was reported that a driver and plug were damaged during surgery. During final tightening, the tip of the driver broke off and the plug became stripped. The patient did not retain a foreign body. The procedure was completed using an alternative driver and the plug remains implanted. There are no reports of patient injury as a result of this event. This is report two of two for this event.